Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via clinical study regarding a patient receiving intrathecal clonidine 300.0 mcg/ml at 29.99 mcg/day via an implantable infusion pump. The indication for use was not indicated. It was reported that during an unscheduled clinic or office visit on (B)(6)2014, examination by the hcp revealed that the pump had moved slightly since implant without consequence. The device diagnosis was ¿pump migration¿. The hcp would perform the refill, and no action would be taken [with respect to the pump migration]. It was noted that there was ¿no complaint from the patient¿. The event resolved without sequelae on (B)(6)2014. Etiology noted that the event was not related to the device or therapy, but the event was possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump migration was first detected on "(B)(6) 2018" which was interpreted as (B)(6) 2017. It was reported that the pump was successfully refilled with the use of ultrasound. It was reported that the pump migration was not related to the implant procedure and was further noted that 3 weeks after implant it is expected that the pump can slightly move. It was reported that the patient's metastatic cancer was not related to the implanted pump and/or infused therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s medical history included metastatic cancer and mixture of neuropathic and nociceptive pain.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in switzerland who received morphine and clondine with unspecified concentrations and doses. The patient¿s medical history included mestatic cancer and mixture of neuropathic and nociceptive pain. It was reported that on an unspecified date during device follow-up there was very slight pump migration. As reported, the implant procedure may have been a contributing factor. Ultrasound was required to locate the reservoir. There were no actions, nor surgery, or other interventions were required to resolve the issue. Surgical intervention was not planned. At the time of the report, the issue was reported as resolved and the pump remained implanted and in-service. The patient¿s status was reported as alive, no injury. No patient symptoms were reported. No further complications were reported/anticipated.